Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set, the site "was not working". The patient reported that the issue was a result of their incorrect insertion of the site the previous night. The patient's blood glucose level was 390 mg/dl at the time of the event. The patient did not test for ketones. According to the report, the patient changed their infusion site and corrected their high blood glucose via the infusion pump. No issues were observed when the device package was initially opened. No permanent adverse effects to patient reported.